Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge change error occurred during the load sequence. It was also reported that the pump indicated a data log corruption. Customer¿s blood glucose level was 141 mg/dl. Reportedly the customer had an alternate pump for insulin therapy.